Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported using admelog insulin. Tandem technical support informed customer that this is off label per the user guide. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 200-249 mg/dl.